Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09-jan-2024. H.6. Investigation summary: bd received 300 samples for investigation. The samples and retention samples were visually inspected with no issues identified. Additionally, 5 customer return samples were tested for heparin activity and all were within specification. Complaints for sample quality are under statistical control for the month of (B)(6) 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for clotting/fibrin issues. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes that there was a clot in the plasma after centrifugation. There was no health impact or consequences reported.

Manufacturer narrative:
D1: medical device brand name: bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes h.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes that there was a clot in the plasma after centrifugation. There was no health impact or consequences reported.